Event description:
It was noticed, a strut of a celect filter was outside the patient's caval wall; therefore, images of the device was requested. They were able to retrieve the device without any issues, but images were requested for the product manager's review. Complaint form states: celect ivc filter was successfully removed from patient's vena cava; pre-image revealed secondary leg protruding through what appears to be the ivc. There was no damage to the caval wall during the removal of the device.

Manufacturer narrative:
Exp date unk as lot # info was not provided by reporter. (B)(4). The investigation is still in progress.